Event description:
The generator was being used in the lesion mode when the pt experienced a jolt which caused pt to have chest pains and shortness of breath.

Event description:
During initial testing the tech was doing a rf variation test; the generator failed the temperature variation test (20% high out of specification). Troubleshooting isolated the cause to the tc-2 cable assembly. A continuity test found that the cable had an intermittent internal connection. The intermittent connection could not be determined at this time. The failure with the tc-2 cable could cause an unexpected amount of energy to be delivered to surgical site.